Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v913870, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a gradual return of symptoms for the ¿last couple of months,¿ and they were wearing up to 3 pads a day. The patient was not able to make an adjustment both with and without antenna attached. Furthermore, the patient was getting no communication and was not able to connect with the implantable neurostimulator (ins). Later, a connection was made after changing the batteries in the programmer. When the antenna synched with the ins, the patient felt ¿a shock in the testicles.¿ the patient reportedly felt a pain at ¿the connection to his testicles are the shocking is gone." Follow-up is being conducted to determine patient outcome and if any additional actions were taken.